Manufacturer narrative:
Evaluation of the returned pod revealed a pusher assembly fracture. If the device is forcefully advanced against resistance, the pusher assembly may kink, and subsequent fracture may occur. The resistance was due to the distal ovalization on the lantern that was used in the procedure. Further evaluation of the device revealed a detached embolization coil and pusher assembly kinks. The detached embolization coil was likely a result of the pusher assembly fracture. The kinks on the pusher assembly was likely a result of improper handling during packaging for return to penumbra. Evaluation of the returned lantern revealed a distal ovalization. This device was used to complete the procedure. Therefore, this damage was likely incidental to the reported complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a lantern delivery microcatheter (lantern). It was reported that the patient anatomy was slightly tortuous and calcified. During the procedure, the physician was able to advance a pod coil through the microcatheter against resistance. When forming six to seven loops of the pod coil in the target site, the physician experienced resistance, and kinked the pusher assembly of the pod coil. Subsequently, the pod coil unintentionally detached at the distal tip of the lantern. Therefore, the physician removed the lantern and detached pod coil together, then removed the pod coil from the lantern. The procedure was completed using two ruby coils, two pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.